Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s (B)(4). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -8.5/+1.0/093 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and lens rotation. The patient experienced blurred vision. The lens was exchanged for a longer lens and the problem was resolved. The vault is adequate and patient is extremely happy.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with residue on product. Visual inspection found no visible damage and residue on the lens. (B)(4)